Event description:
It was reported that during an adentonsillectomy in 2007, the device was used but a competitor's electric scalpel was used to perform the final coagulation and finish the case. The case was finished without any problems or consequences. In the morning of the next day, the pt had a temperature of 37.5 degrees c that was treated by painkillers and antibiotics. The temperature became higher towards the late afternoon and night. At about midnight of the next day, the pt experienced bleeding and started vomiting blood. The doctors tried to aspirate the blood and cannulize him, but in vain. The pt expired on the next day.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.